Event description:
Information was received from a patient receiving intrathecal unknown drug, morphine and baclofen (all unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the reason for the call was the patient stated they had their pump filled "a week or so ago" and now the pump was alarming. The patient stated they were not experiencing withdrawal symptoms like they did before. The patient service specialist reviewed critical alarm information and redirected to their healthcare provider. The patient mentioned they had been trying to contact their medtronic representative last week and this week, but had not received a response. The patient was redirected to their healthcare provider to further address the issue. The patient provided the name of their doctor and mentioned they had contacted them about the issue and they stated they were unsure why it was alarming but wanted them to come in for an appointment. The patient also stated they were leaving on july 2nd for the summer were looking for someone to refill their pump. The agent sent physician listing to the patient. Additional information received from a patient indicated that they found a doctor who would help them with the pump and had an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.